Manufacturer narrative:
The customer replaced the mc pcba and flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a watchdog test failure occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that a watchdog test failure occurred. The customer confirmed the error code in the logs. The customer stated they would run the unit to attempt to duplicate the reported failure. The remote service engineer (rse) provided the customer with the part number of the central processing unit (cpu) printed circuit board assembly (pcba) and motor controller (mc) printed circuit board assembly (pcba) to order and replace if necessary. Device evaluation and repair are pending.